Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) on 06/14/2016 for evaluation. Investigation results as follows: a visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The catheter was pressurized up to 100psi, no leak was noted after pressurizing the catheter. Following the test, all balloons deflated successfully without any issues. Device history record was reviewed for balloon bonding lot no 53970 found no nonconformities with the lot. Thus evaluation of the returned device did not confirm the customer reported issue. Additionally, the ivtm console was inspected and no issue/problem was noted with it. Thus exact root cause for the reported user experience cannot be determined. It was also reported that start-up kit(suk) flow indicator (pinwheel) was not rotating indicating bad flow of the saline, this could be the probable cause of the issue, however as the suk was not returned for evaluation, this cannot be confirmed.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned.

Event description:
It was reported that during patient treatment the ivtm (icy cath s/n (B)(4)) did not cool the patient adequately. The facility stated that the catheter was inserted into the patient "normally," no problems reported. No patient information was disclosed. Zoll circulation has requested for additional information regarding this event ((B)(6) 2016).